Manufacturer narrative:
A review of the device history record was performed and all product met finished goods testing requirements for the lot prior to release. Returned samples were evaluated and debris was identiied using chemical analysis as a lubricant on the inside of the pouch. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "brown spots on three packets on 500131 lot 21090113. Some of it is grainy and some of it smears when touched."